Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered 10 units of insulin while still connected to the pump during the fill tubing process. The customer's blood glucose (bg) level was 286 mg/dl. Tandem technical support offered to follow up with the customer to ensure bg does not become impacted; however, the customer declined. The customer reported having fast acting sugar if needed.